Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. As received, a complete lead was returned in one piece without the suture sleeve measuring 52.2cm with the helix fully extended and extension length was within specification. The reported event of high capture threshold was confirmed. Visual examination of the lead found an external abrasion [at 26.1cm to 26.2cm from the connector pin] breaching the outer insulation exposing the outer coil distal to the suture sleeve tie impression. The cause of the reported event of high capture threshold was isolated to external abrasion consistent with friction to another device or features of the heart.

Event description:
It was reported that the patient presented for a scheduled generator upgrade. Upon interrogation it was noted that the atrial lead capture threshold was high. Fluoroscopy confirmed atrial lead dislodgement to the right atrium/ superior vena cava junction and found to be similar to a chest x-ray one year prior, post implant. The atrial lead was explanted and replaced during the upgrade. There were no complications. The patient tolerated the procedure well, was stable and scheduled to be discharged.